Event description:
It was reported that there was no clinically undesirable experience to the patient. It was noted that electrode 4 had impedance over 10,000 ohms but the electrode was not used in programming. It was noted that reprogramming was done as an intervention. It was noted that event was related to the lead and was possible related to the implant procedure. It was noted that the outcome was listed as resolved without sequela.

Manufacturer narrative:
Product ID: 3888q45, lot# va07lh5, product type: lead. (B)(4).